Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports but they do not relate to implant loosening total for lot number: 3 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 95 . By product family: 192 (66x smartset ghv, 126x smartset gmv).

Manufacturer narrative:
Product complaint #: (B)(4). Dmf# - (B)(4). Trade name: gentamicin sulphate. Active ingredient(s) gentamicin sulphate dosage form - powder strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of the tibia at the cement to implant interface. Depuy cement was used. The tibia came out clean with no cement bonded to it. Doi: (B)(6) 2016 dor: (B)(6) 2021 right knee.